Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent (B)(4).

Event description:
(B)(4) the dentist reported the non-osseointegration of two dental implants approximately 3 months after their installation in intraoral regions #19 and #30. 15 and 35 ncm of primary stability was achieved and immediate load was not executed. Patient had insufficient bone quality/quantity (bone type ii).